Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not calculate the correct amount of insulin to be delivered when requesting a bolus. The customer's blood glucose (bg) level was 348 mg/dl. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.